Event description:
The devices (bipolar forceps, bipolar insert, and tube) were returned for repair. Evaluation of the devices indicates that the electrical insulation of each device was compromised. There was no injury reported as a result of this event.

Manufacturer narrative:
Concomitant products: cev633-1a - bipolar insert. Cev633-1a botella; qty ¿(B)(4); manufacture date ¿ november 2014; lot number ¿ 141104; 510k number - k993655. Cev649-5b - tube cev649-5b dia 5mm 310mm; qty ¿ (B)(4); manufacture date ¿ november 2014; lot number ¿ 141103; 510k number - k993655. (B)(4). The forceps were short-circuited. After disassembly, it appeared that there was impact on the wire's coating/insulation, under the tube. The electrical insulation was compromised, but the risk for the patient or user was very low. This is most likely a result of a coating/insulation defect. The coating/insulation was damaged. The electrical insulation was compromised. However, considering the position of the damage, the risk of an electrical arc is low. The most probable cause is impact with another instrument during use or reprocessing. Two tubes were returned for repair. The product analysis indicates that the distal screw threads of both tubes are broken. The fragments were not returned, but this part is assembled inside the insert. There is no risk of fragment in the patient. No manufacturing or material defect was found. However, there was evidence of impact one of the tubes and the electrical insulation was compromised. These tubes were most likely disassembled with excessive force during reprocessing. The impact on one of the tubes is, in all likelihood, from impact with another instrument. This device is used for therapeutic purposes.